Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was cut in two (2) pieces, most probably related to explant process. Visual inspection revealed lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of diffractive ring pattern on the optic. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of this report: 04/17/2014. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis multifocal lens model zmb00 was implanted in the patient's right eye and that the patient was very unhappy with their outcome. It was stated that the lens was explanted in a secondary procedure and replaced with a monofocal lens. The patient was reported to be doing well. No further information was provided.

Manufacturer narrative:
(B)(4) - explant of intraocular lens from the patient''s eye.patient very unhappy with visual outcome.all pertinent information available to abbott medical optics has been submitted. Placeholder.